Event description:
Indication for procedure: removal and replacement of atrial/ICD coil and lv lead. Procedure: procedure was conducted in the cardiac catheter lab. Both fluoroscopy and an arterial line were used throughout the procedure. The procedure utilized a lld and a 16f sls to lase over the coil and leads. Rv lead was removed successfully, then atrial lead. Within 10 minutes of the atrial lead's removal, the pt's blood pressure dropped and required CPR. A svc tear / right atrium was the primary reason for the subsequent thoracotomy. Device analysis: the devices used in this case were not retained by the hosp staff for post-procedure analysis by the MFR. Pt outcome: the pt's chest was reportedly unable to be closed secondary to severe edema. Pt's chest cavity was packed with sterile packing, pt was transferred to the ICU. He remains in the ICU under a chemically-induced coma. There were no other details provided to the MFR regarding the pt's condition.